Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter wherein the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During the ablation phase of the afib procedure, the patient developed a cardiac tamponade. This was observed by a blood pressure drop and by intracardiac ultrasound. A pericardiocentesis was performed in which 350 cc's was removed from the pericardial space. The patient was stabilized and was transferred to the cardiac care unit (ccu) for observation. The patient required extended hospitalization as the patient was still in intensive care unit (ICU) 4 days after the procedure. Patient¿s condition is reported as improved. Transseptal puncture was performed with a brk needle, ablation was performed prior to noting the cardiac tamponade. There was no evidence of a steam pop. The correct catheter settings were selected on the generator, the pump was switching from low to high flow during ablation and there were no observed error messages on biosense webster equipment during the procedure. Force visualization features were used: vector and visitag; the visitag module parameters for stability were used: range: 3mm, time: 3 sec, force over time (fot): 25% & size: 3mm. Additional filter was not used with the visitag and color options were used prospectively were tag index.